Event description:
Independent repair center: alleged key failure noisy. Filter was dirty, compressor noisy (key),control short circuited, manifold heat, exchanger replaced, zip ties replaced, maniford assembly stuck, hose clamp replaced.